Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate low was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k)# is k082590.

Manufacturer narrative:
Follow-up #1 (09/23/2011)-device evaluation: the test strips and meter involved with this complaint have been returned and evaluated by lifescan product analysis on (B)(6) 2011 respectively with the following findings: the test strips and meter have passed all testing with no faults found. However, it was noted the battery was either dead or low. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The subject meter was returned on (B)(6) 2011 while the test strips were returned on (B)(6) 2011.